Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while injecting air into the balloon on the vv6 pro with vasoshield, they cannot pull back all the air and need to make a larger incision to insert the btt. They also find that the distal end (inserted first in the incision) is more difficult to insert with the vv6 pro model. An accessory kit was used to complete the procedure. It was noted the new balloons on the btt are very fragile. The hospital could not confirm the exact event date.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerge in water; no leakage was observed. The air was removed through the inflation valve without any difficulties. Air was passed through the co2 insufflation port; no blockages were observed in the insufflation tubing. We did not identify any non-conformities. Each btt undergoes an inflation and deflation inspection prior distribution. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).